Manufacturer narrative:
(B)(4). This MDR is to report 2 of 2 sensor wires. Related adverse is being reported under (B)(4).

Event description:
The patient reported that a sensor wire has broken off twice inside their body and had to be painfully removed. No additional patient or event information was provided. It is undetermined if the sensor wires were removed via medical intervention. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.